Event description:
A male pt with a bad back had been using the bath bench to shower. Two of the legs on one side apparently bent and the end user fell, hitting his elbow, hip, leg, and head. He sustained bruises but no serious injuries. No medical intervention was initiated.

Manufacturer narrative:
Reviewed sample. Sample looks as if it were laterally loaded. Two side legs along the width of the seat bent outwards by approx 10 degrees. This is caused by a side/side motion when getting on or off from one side. Pt, having problem on the back might have used it as a transfer bench by moving the body towards the side of the unit. At this point, maximum weight was on two legs only at an angle which caused them to bend. Measured hardness of tubing at 14 and thickness of tubing at 1.38mm both specs are within the spec. Instruction manual will be updated to instruct end user to evenly distribute their weight on the prod during use and not to use the bath bench as a transfer bench.